Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately shocks due to t-wave oversensing in various episodes. Troubleshooting options were discussed and a follow up with the patient for further evaluation was scheduled. This system remains in service. No adverse patient effects were reported.